Event description:
Additional information received from the consumer reported that they originally called in to check to see if the implantable neurostimulator (ins) could be causing the problems the patient was having. They eventually got a hold of a manufacturer representative (rep) in their area. The rep came and checked the patient's ins and adjusted it and "stuff." Everything was fine after that.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v091127, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v091127, implanted: (B)(6) 2008, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a5,1 serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
A consumer reported the patient was hospitalized on (B)(6) 2015. A week before the hospitalization the patient was falling and getting weak. The patient had a bowel infection called "c diff." At the time of this report, the patient was home and the infection was getting better, but the patient's mental state was not. The patient was non-responsive. Physical therapy came to the patient's home, sat them up, and asked them to move their leg, but they were non-responsive. The implantable neurostimulator (ins) was checked and it seemed fine. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.